Event description:
It was reported the stylus would not calibrate. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the stylus tip and cursor do not align on the screen. Overlay found out of electrical specification. Concomitant: 229047 analyzer. (B)(4).